Manufacturer narrative:
(B)(4).

Event description:
It was initially reported by the patient's daughter on (B)(6) 2012 that the patient experienced an overstimulation sensation and stimulation in the wrong location following implant. Reprogramming was performed by the company representative that day, though it was unknown if the patient began receiving effective therapy at that time. It was later reported by the patient that the implantable neurostimulator (ins) was explanted on (B)(6) 2012. According to the patient's physician, the stimulation "had not helped her symptoms whatsoever." Reprogramming had been performed on (B)(6) 2012, but was not effective. The ins was explanted on (B)(6) 2012. It was noted that the patient recovered without sequelae. Additional information was received from the patient's friend/family member that reported the patient had been in a lot of pain due to her hip pain for the past three years. The caller stated the implantable neurostimulator (ins) had caused the patient even more hip pain because the ins was implanted "right where her pain was" so it was removed. Additional information has been requested but was not available at the time of this report.